Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. The locator was also returned, and no damage to the component was identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy properly. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device had no collagen, no anchor, and no surgical thread to close the vessel. There was no harm to the patient. Patient had no history of infectious disease. Patient had no reaction. The device was not implanted.